Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube between pump and cylinder was noted. Therefore, both components were removed and replaced. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube between pump and cylinder was noted. Therefore, both components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Each cylinder presented a leak due to a hole in the middle of its body, consistent with sharp instrument damage. Additionally, wear at fold was found in the proximal, middle and distal portions of both cylinders. The pump was microscopically inspected, and leakage tested. The component was worn to the filament and exhibited the outer layer of its bulb worn from wear. No leaks were identified in the pump. Based on the information available and analysis results, the reported clinical observations could not be confirmed. Concomitant product UDI for reservoir is (B)(4). Pump component was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.